Manufacturer narrative:
Returned device was received in good physical condition except the top case had a chipped front corner. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue could not be replicated by analysts during testing. The speaker was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with system failure when it started and the key pad was intermittently working. There were no reported adverse events.